Event description:
In 2009, a male patient underwent tlif revision surgery at l5-s1 due to lack of fusion. The original surgery date and reasons why the patient did not fuse are unk. The entire incompass construct was removed and replaced with a different manufacturer's product. The implant at l5-s1 was left intact.

Manufacturer narrative:
Original implant surgery date is unk. No product will be returned. Device manufacture date is unk. Evaluation is pending upon completed investigation of the product.